Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A medtronic representative reported via official documentation that the customer's blood glucose dropped to the 40 mg/dl range overnight. The customer had a seizure. Ems was called and the patient was treated at home. Troubleshooting was declined. No products were returned or replaced.